Event description:
A 60mm protege was deployed and did not cover entire lesion, as was anticipated. Another 40mm long protege was deployed to cover the rest of the lesion. After procedure, the stents were measured by quantitative analysis, the 60mm stent measured 38mm, and the 40mm stent measured 34mm. This caused us to use 2 stents instead of 1.

Manufacturer narrative:
Please reference MDR 2183870-2008-00095 associated with this MDR.